Event description:
Hill-rom received a report from the account stating the CPR function was not working. The bed was located at the account in the ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bolt to the CPR release on the hydraulic manifold is out of adjustment. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the bolt to resolve the issue. Based on this information, no further action is required.